Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The was otherwise normal. (B)(4).

Event description:
It was reported that patient had inappropriate therapy due to a suspected lead insulation defect. Also there was low high voltage lead impedance and several lead connector warnings. The lead was capped and replaced but still the high voltage lead impedance was low. A second lead was implanted but still the impedance was low so the second lead was also replaced. The device was then replaced. With the new device the high voltage lead impedance was in range. There were no other consequences for the patient other than the inappropriate therapy and prolonged procedure.